Manufacturer narrative:
(B)(4).

Event description:
It was reported that a review of electrocardiograms revealed a variable av delay due to undersensing by the pulse generator. No patient symptoms were reported. No intervention was reported.